Event description:
Clinical study. Same case as 6000089-2006-01865. It was reported that 1351 days later a coronary artery drug-eluting stenting treatment procedure the patient experienced chest pain and had a target-vessel re-intervention (tvr). The index procedure treated one lesion located in the proximal circumflex with 90% stenosis, a reference vessel diameter of 2.5 and a length of 20mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm express2 bare metal stent, with residual a stenosis of 80%. The stent moved forward during balloon inflation and attempts to post-dilate resulted in a grade b dissection of the 1st obtuse marginal (om). A bailout 2.5 x 16mm study stent was placed in the 1st om. The patient was admitted 1351 days post-index procedure due to complaints of left lateral and left breast pain that began the previous day. Cardiac catheterization revealed: left main coronary artery - tubular 50% lesion; left anterior descending (proximal) - tubular 60% lesion, (mid) tubular 50% lesion; first diag (ostial) - tubular 50% lesion. Second diag (ostial) - tubular 60% lesion; left cx (proximal) - descrete 100% lesion; first marginal (proximal) - svg to rca (ostial) - discrete 100 % lesion svg to cx (ostial) - tubular 100% lesion. Svg to marg (ostial) - tubular 100 lesion. Core lab report notes 100% stenosis in the target lesion with presence of thrombus and "type 4 isr." The patient was recommended to undergo cardiac surgery consultation and in 2006, the patient underwent CABG with left internal mammary graft to the lad, saphenous grafts to the 1st diag and to the 1st om. The patient experienced ventricular fibrillation in the immediate post-operative period which responded to countershock. Amiodarone was started and the patient had no further arrhythmias. The patient was discharged nine days after admission on asa. In the opinion of the physician the relationship of the tvr to the stent was definite; to the index procedure unrelated; and to the patient's co-morbid condition as definite.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.